Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Multiple syringe needle changes were performed resolving the issue. Additionally, it was reported that an unspecified alarm occurred during bolus delivery. Customer's blood glucose level was 195 mg/dl. Customer declined to provide additional information regarding the alarm.